Manufacturer narrative:
The field service engineer was not dispatched to the site to investigate the event. The fse did not evaluated the instrument. Customer supplied quality control (qc) data indicates that both levels of frt4 qc were within the customer's established ranges prior to and after the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated free t4 result generated on a unicel dxi 800 access immunoassay system for one patient. The customer re-ran the sample and the result was within normal reference range. The initial erroneously elevated result was within normal reference range. The initial erroneously elevated result was not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.